Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set leakage at site event on (B)(6) 2024. The blood glucose level was over 233 mg/dl. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).